Event description:
Tech stated that the brake steer caster would not hold on this bed after the brake pedal was pushed. No injury reported. Tech stated that the account is not repairing this bed, they are using it for parts.